Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that approximately one month post-implant, it was suspected that there was a clot in the pump and as a result, the hospital made a decision to exchange the lvad to another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad, and the patient remains ongoing without any further issues. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.